Manufacturer narrative:
(B)(4). Results: endoleak. Pre-operatively ruptured aneurysm and dissected iliac arteries. Treatment of a patient with pre-operatively ruptured aneurysm and dissected iliac artery. Conclusion: pre-operatively ruptured aneurysm and dissected iliac arteries. Treatment of a patient with pre-operatively ruptured aneurysm and dissected iliac artery.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm and dissection near the left common iliac artery approximately three weeks ago. It was reported that the physician coiled the left internal iliac artery implanted the endurant stent grafts and closed the cut down area. At this time the patient's blood pressure dropped. The physician opened the abdomen and located the source of the bleeding. The femoral artery was then opened and the overlap between the ipsilateral limb and ipsilateral extension was ballooned. The patient's blood pressure increased. Another manufacturer's stent graft was implanted at the junction between the two endurant stent grafts. The blood pressure stabilized and the procedure was completed. The physician believes the bleeding was due to a type iii or type IV endoleak. No additional clinical sequelae were reported.

Event description:
(B)(4).